Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the event was conducted by an isi medical officer and the following additional information was provided: "a 74-year-old patient underwent an ion lung biopsy of a right upper lobe lesion. The procedure was completed without issue and the patient was discharged home period three hours later the patient experienced chest tightness given the patient known coronary disease, including prior coronary artery bypassed graph surgery and coronary stunt placement. The patient was hospitalized and left heart catheterization was performed at which time a cardiac stent was placed. Echocardiogram revealed a normal ejection fraction and the patient was discharged home 3 days later in good condition. Based on the available date the reported events were not device related. However, it is possible the reports may have been procedure and general anesthesia related in a patient with known obstructive coronary artery disease. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a heart attack requiring hospitalization. The biopsied lesion was 1.5x1 cm located in the right upper lobe not near the pleura. Per the physician, the ion procedure went well without device issues. The patient was discharged home and 3 hours after the ion procedure experienced chest tightness. The patient was admitted to the hospital the same day of the ion procedure. An echocardiogram showed normal ejection fraction and no wall abnormalities. The patient is a current smoker (1 pack/day) and was on unspecified antiplatelet therapy. The patient had a medical history of a coronary artery bypass graft (2004) with 1 stent placed. Per the physician, the patient was on unspecified cardiac medication and had chronic problems. The belief was that there was an inherent risk of the procedure and the patient suffered a heart attack. During the hospitalization the patient had 1 stent placed. Three days later, the patient was discharged home in good condition. The diagnosis was nonspecific cells. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.